Event description:
A surgeon reports that an unexpected refractive error of 1.0 diopter ("against-the rule" astigmatism) was identified following intracocular lens (iol) implant surgery. The surgeon feels that this type of problem maybe associated with the folding of the lens. The iol remains implanted. Additional information has been requested.